Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2011.

Event description:
Health professional reported that an unspecified period of time after injection with juvederm ultra xc in "the tear trough area" the pt "complained of excessive tearing." Add'l info: the pt was injected with vitrase to prevent the worsening of the symptoms that may lead to permanent damage.